Manufacturer narrative:
DHR review revealed nothing relevant to this event. Eval revealed approximately 1/3 of the implant is missing. When tested with a delta driver, it was noted that the implant broken at the level where the hex tip ends inside the cannulation. Typically this type of event will occur if the implant is not inserted perpendicular to the insertion site and/or the pt's bone is not prepared properly prior to implant insertion. This event is attributed to misuse.

Event description:
Tip of screw broke off. At the end of the acl repair, while inserting the screw into the tibial tunnel, the screw broke off 15mm from the proximal point into the tunnel. Surgeon decided not to drill the screw out, but use two spiked washers distally as tibial fixation. The loose broken piece was retrieved, but the rest of the implant remains in the pt. No adverse consequences, however, have been reported as result of this event. This device is used for treatment.